Manufacturer narrative:
The insulin pump passed displacement test and self-test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 2.8 mmol/l at the time of incident. The insulin pump will be returned for analysis.